Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited high pacing impedance measurements and the lead's helix was unable to be extended. The lead was not used and a new lead was implanted. The patient was discharged with no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the reported event of the helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray examination found the over-torqued inner coil at the connector region, while electrical testing found internal shorts between the conductors due to the damaged inner coil consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.